Event description:
After insertion of single lumen catheter, the inserting clinician noted difficulty in removing the wire. Upon removal, the wire came out visibly uncoiled. No patient injury or issue was reported. It is also noted that the catheter was being used for insertion into a femoral artery.

Manufacturer narrative:
Qn#(B)(4). Additional information received the user facility: 1. No patient injury. At the time of placement the user anticipated an injury, but no injury occurred. 2. Device segment was retrieved at the time of placement. No additional intervention required. 3. Patient condition - fine. Medwatch received - #(B)(4). The customer returned a guide wire for evaluation. The catheter was not returned. Visual inspection of the guide wire revealed the core wire was broken adjacent to the distal end. The proximal weld appear full and spherical. Multiple kinks were observed in the guide wire body. Visual inspection of the catheter could not be performed as the catheter was not returned. Kinks in the guide wire measured 26mm, 155mm, 185mm and 210mm from the distal weld. The overall length of the core wire measured 456mm which is within specification of 450-458mm per product drawing. The outer diameter of the guide wire measured .793mm which is within specification of .788-.826mm per product drawing. The undamaged portions of the guide wire was advanced through a lab inventory 16ga catheter like the one provided in this kit. The guide wire passed through the catheter with minimal resistance. A manual tug test confirmed the proximal weld is intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "the instructions-for-use (IFU) provided warns the user "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Also it warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide.". The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld and multiple kinks was observed throughout the guidewire body. Dimensional inspection and a device history record review was completed based on sales history and did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 13f18a0645.

Event description:
After insertion of single lumen catheter, the inserting clinician noted difficulty in removing the wire. Upon removal, the wire came out visibly uncoiled. No patient injury or issue was reported. It is also noted that the catheter was being used for insertion into a femoral artery.